Event description:
Information received from the field does not address the patient's clinical status but notes that "on 3 occasions, the device appeared to revert from a programmed mode of ddd to voo. No other programmed parameters were altered. The the patient will continue to be monitored.~~~~~~~